Manufacturer narrative:
Patient weight unavailable. Device lot number and expiration date unavailable from facility. Device manufacturer date unavailable because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead, and a right ventricular (rv) lead due to a bacterial infection. The physician successfully removed the ra lead without complications. A spectranetics 14f glidelight laser sheath was advanced over the rv lead to the area which appeared to be the right atrium. At that time, the patient's blood pressure dropped, and an effusion was noted using transesophageal echocardiography (tee). Rescue efforts commenced immediately, including rescue device, chest compressions and sternotomy. The patient's chest was opened within 4 minutes, and a tear was identified in the inferior vena cava (ivc). The repair to the injury was swift and successful; the rv lead was removed after the sternotomy; significant calcifications were noted in the right atrium, which the physician felt was possibly due to too much slack in rv lead at the time of implantation. The physician was not sure whether lasing or traction forces caused the tear in the ivc. The cardiothoracic surgeon who repaired the tear stated the lead was very calcified, and he thinks the ivc would have torn, no matter how the lead was removed. The patient survived the procedure.